Event description:
It was reported that the right atrial (ra) lead was suspected to have micro-dislodged due to the placement of a central line during a procedure. Thresholds have been high since that time. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.